Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was "glitching". It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. A philips authorized service provider (asp) went onsite and was unable to duplicate the reported issue. The philips asp performed a calibration for preventative maintenance. Investigation is ongoing.

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was "glitching". It was reported there was no patient involvement at the time the issue was discovered. It was reported that the touchscreen was "glitching". A philips authorized service provider (asp) went onsite and was unable to duplicate the reported issue. The philips asp performed a calibration for preventative maintenance. The philips asp performed a calibration to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.